Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reported receiving imprecise sequential readings on his freestyle lite blood glucose monitor. Customer reported receiving readings of 73 mg/dl, 70 mg/dl, 138 mg/dl, 55 mg/dl, 96 mg/dl, 90 mg/dl, 76 mg/dl, 66 mg/dl, 74 mg/dl, and 76 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reports that due to his meter not "reading correctly" he experienced symptoms of low blood glucose and was transported by paramedics to a local hosp reportedly "unresponsive, unable to speak or drink". He states he was diagnosed with hypoglycemia and treated with an i.v., food and orange juice. There was no report of death or permanent impairment in this case.